Manufacturer narrative:
Device was received with a blank display due to moisture damage electronic assembly. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests or critical pump error (open book image) alarms due to blank display. Device was received with cracked case (battery tube), cracked battery tube threads, label damage. Unit p-cap or test reservoir lock in place properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump received critical pump error. Insulin pump had crack in compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.